Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the ipg was eroding through the skin. The device was removed and there have been no reports of further complications regarding this event.